Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed, confirming the clinical observation. The analysis revealed that the device activated the eos status on (B)(6) 2016. However, the root cause was not determinable based on the information available for analysis. For a root cause investigation an analysis of the device itself would be required. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data confirmed the clinical observation, however the root cause was not determinable from the information available for analysis. Should the device itself become available for analysis, this investigation will be updated.

Event description:
This ICD alerted it was at eos. Patient has not received any shocks and has not had an MRI or external defibrillation. No adverse patient events were reported. The device remains implanted.

Manufacturer narrative:
2/19/18 - we received a device evaluation. An explant date was not reported. Upon receipt, the device interrogation confirmed the battery status eos, detected on (B)(6) 2016, which was followed by an automatically triggered home monitoring notification to inform the user about the occurred eos status. The device was implanted for approximately 54 months and a number of 11 charging cycles was documented. The current consumption of the device in the eos state was tested and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. Therefore, the ICD was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption and the battery voltage were directly measured. Thereby a depleted battery could be confirmed. However, the measurement of the current consumption of the electrical module was found to be as expected. In a next step, the electronic module was attached to an external power supply. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the current consumption during the test was normal. In a further electrical analysis an intermittent elevated current consumption of the electronic module was identified, which could be narrowed down to an integrated circuit. The intermittent elevated current consumption led to a premature depletion of the battery. The manufacturing records and quality documents for this device were re-investigated. No anomalies were documented during the device manufacturing, in particular during the final acceptance test no abnormality in the current consumption of the device was observed. Based on this analysis it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, might have contributed to the clinical observation.